Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that app alert issue was reported. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem and root cause could not be determined.